Event description:
The customer reported that during a hysterectomy, part of the handle detached from the device. The material fell into the patient cavity and was retrieved. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.